Manufacturer narrative:
(B)(4). One (1) viper t20 hexlobe driver shaft [product code: 2867-25-020, lot no: x0910] was returned to the customer quality unit (cqu) for evaluation. Visual examination at the macroscopic level revealed a fracture located at the driver¿s distal tip. The fractured driver tip was not provided for analysis. The fracture analysis report indicated that the fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern. The plastic deformation at the hexlobes indicates a torsional overload. This suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the driver shaft distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver underwent a quasi-static overload torsional shear failure starting at the hexlobes and extending around the cannulation.. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported product viper2 t20 hexlobe driver shaf (286725020) was used in surgery for the lumbar degenerative disease, for stabilizing l3-s, on (B)(6) 2017. The surgeon found that the screw (part number unknown), which had been fixed on l5 left, was not secured deeply enough. So he decided to insert an extra screw (part number unknown). During the screw insertion, however, he noticed no resistance on the drilling. He looked at the tip of the reported driver shaft and found that the tip had been broken. Because mis (minimally invasive surgery) technique was applied, he could not find the fragment. But he later commented that the fragment was more likely to have been stuck inside the driver shaft.